Event description:
It was reported the pt feels her scs lead poking her if it is pressed or palpated, whether stimulation is on or off. An sjm rep met with the pt and a lead diagnostic did not reveal any abnormalities. The pt's sys was reprogrammed with no major changes. X-rays have been ordered. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.